Event description:
Complainant alleged that while treating a pt (age & gender unknow) the device discharged once at 120 joules, however failed to discharge a second time at 150 joules. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.